Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the bushing and bearing of the spring arm were dropping material when rotating. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h3a. Device evaluated by manufacturer, h3b. Device not eval provide code, h3c. If other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a. Device evaluated by manufacturer: no corrected h3a. Device evaluated by manufacturer: yes, previous h3b. Device not eval provide code: other corrected h3b. Device not eval provide code: n/a previous h3c. If other provide code - explain: device not returned to manufacturer corrected h3c. If other provide code - explain: n/a getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the bushing and bearing of the spring arm were dropping material when rotating. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Defective part (osp sf - 2 brakes upgrade kit - ard368801900, sa susp-set of 5 brakes screws - ard397802555 and pwd/hled - fork shaft ondaspace - ard568301131) were replaced and device is ready for use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to the analysis performed by the subject matter expert, the damaged shaft is probably due to a lack of lubricant and needle bearings must not be used in such a condition. In the user manual, maquet sas requests to the final customer, to check the snap rings on all the light heads and to remove the light and lubricate the sleeves every year by a certified technician. It will protect the bearings and shaft from being used in inappropriate conditions and damaged. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).